Event description:
Event verbatim [preferred term], burn blister [burns second degree], scar [scar]. Narrative: this is a spontaneous report from a pfizer-sponsored program (brand websites for devision consumer healthcare germany). A contactable consumer reported for herself that a female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual) (device lot number not provided) from an unspecified date at an unspecified frequency for menstrual pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient suffered from burn blister which caused a scar on an unspecified date. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Product investigation results are as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (29jan2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (17apr2020): new information from product quality compliance includes: product investigation results. No follow-up attempts needed. No further information expected., comment: based on the information provided, the event of "burn blister which caused a scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
This is a spontaneous report from a pfizer-sponsored program (brand websites for division consumer healthcare (B)(4). A contactable consumer reported for herself that a female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) (device lot number not provided) from an unspecified date at an unspecified frequency for menstrual pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient suffered from burn blister which caused a scar on an unspecified date. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (29jan2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn blister which caused a scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister which caused a scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , scar [scar] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (brand websites for devision consumer healthcare (B)(6)). A contactable consumer reported for herself that a female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date at an unspecified frequency for menstrual pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient suffered from burn blister which caused a scar on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment. Based on the information provided, the event of "burn blister " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.